Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signals. Programming changes were made. There were no patient consequences.